Manufacturer narrative:
Visual evaluation of the returned device revealed that one association loop had split but not detached from the dilator. The device was returned in a pouch labeled with the lot number 0ml9050703.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a mid urethral sling tot procedure. According to the complainant, during the procedure, the "mesh split" while being placed. The procedure was completed with another obtryx halo system. There were no patient complications and it was reported that the incident had "no bearing on the patient".

Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a mid urethral sling tot procedure. According to the complainant, during the procedure, the "mesh split" while being placed. The procedure was completed with another obtryx halo system. There were no patient complications and it was reported that the incident had "no bearing on the patient".

Manufacturer narrative:
(B)(4)